Event description:
Prior to surgery, the patient was positioned and the boive pad was placed on the patient's left lateral thigh. The bovie pad was smooth against the site and had full contact with the patient's skin. The patient was not repositioned prior to the surgery beginning. During surgery, the bovie was not functioning properly. The cord and cutting loop were replaced and the bovie still was not functioning properly. It was observed that the boive pad was not in full contact with the patient's skin. The bovie pad was smoothed onto the patient's thigh for full skin contact. The bovie worked properly for the remainder of the surgery. When the bovie pad was removed, a burn was noticed on the patient where the pad was located.